Manufacturer narrative:
An event of aortic insufficiency and replacement of the valve was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that in 2013, a 23 mm sjm trifecta valve was implanted. The patient was later determined to have aortic insufficiency. On (B)(6) 2021, a 23 mm portico valve was implanted within the trifecta valve via a valve-in-valve procedure to treat the aortic insufficiency. The patient remained stable during the portico valve implant. There were no other adverse patient effects. No additional information was provided.